Manufacturer narrative:
The device ro10014 has been inspected for investigation purpose. The tests performed confirmed that the hydraulic actuator system did not work properly. Hydraulic system was purged for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the hydraulic stabilisation system was non-functional. There was no patient involvement reported.